Manufacturer narrative:
H.11 corrected data: for corrected data refer to the following: 1) h.3 date of event: the date provided in the initial 30-day report of 07-apr-2023 is being corrected to 12-may-2023. 2) g.3 date received by manufacturer: the date provided in the initial 30-day report of 07-apr-2023 is being corrected to 12-may-2023. H.10 additional narrative/data. H.3 device evaluation by manufacturer: the aquabeam handpiece was returned for investigation. Visual inspection confirmed the reported failude mode. The weld of the scope tip was adequate, and found that it was not the main contributor to the scope tip detaching. Samples from the affected lot passed the minimum tensile weld strength required by specification, implying that the observed failure in the complaint was not attributable to a manufacturing defect in the device (i.e., no issue with the weld between the scope tip and handpiece). The scope tip includes two separate lumens, one that constrains the aquabeam scope and a second that the jet probe tube passes through. Normally, the handpiece is delivered in a position such that the probe tube is extended beyond the scope tip, preventing the scope from accidently going into the lumen intended for the jet probe, because it is already occupied. Procept conducted a detailed failure investigation for this issue and has linked the most likely root cause due to a user error. User failed to follow the sequence of events described in the user manual (um0101-00) and IFU (ifu0101-00), leading to improper setup that caused the scope tip to fail (um 11.2.5 - aquabeam handpiece and aquabeam scope setup; IFU 5.3 - aquabeam scope setup, 5.4 aquabeam handpiece setup). The defect has been observed with only one unit from the lot. An unusual sequence of events investigated from the application log files indicates a highly likely scenario where the scope went it is highly probable that the scope was not engaged when the handpiece was initially docked and primed, since the handpiece was undocked again despite no error condition, which indicates it was likely undocked to engage the scope with the handpiece. When the handpiece is docked to the motorpack, the handpiece performs its docking cycle, which involves the motorpack moving the jet probe. After docking is complete, the jet probe will then be at the 60mm mark instead of the 70mm mark (although docking initially returns the jet probe all the way to the 0mm home position). In this scenario, the telescoping tube can extend beyond the jet probe, leaving the scope tip lumen intended for the jet probe vacant. If the scope is then latched after the jet probe has been moved to this position, it increases the chance of the scope entering the wrong lumen. If the scope is erroneously placed into the jet probe lumen, then when the motorpack drives the jet probe tube forward, the jet probe's path will be blocked and it will be unable to pass through the scope tip. The motors will drive the jet probe tube against the scope tip, until a fault condition is reached (eg: z-movement error) the scope tip fails, or the jet probe tube pushes the scope tip forward enough to reach its intended position. The excessive z-current observed in the complaint event logs is consistent with the motor attempting to force the jet probe tube forward against the resistance of the scope tip. Alternatively, if the user attempts to use the scope carriage to translate the scope tip backwards under this incorrect condition, the scope tip must force the jet probe tube - which is maintained in place by the handpiece geartrain - out of the way in order to retract. This investigation considers the scope of the affected product to be the one unit where the scope tip detached due to a user error, because the failure is non-repeatable in other units from the affected lot under normal use conditions (i.e., without driving the jet probe tube against the scope tip). The first and only reported instance of the failure in the field occurred on 12 may 2023. We confirmed the proper setup techniques with the clinical representative and communicated that improper setup techniques could result in the failure experienced. A review of the device history record (DHR) ab2000-b/ serial number (B)(6), and aquabeam handpiece with lot number 22c03309 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev f, states the following: section 5.4 precautions: aquabeam handpiece setup inspect the aquabeam handpiece to ensure packaging integrity. Do not use the aquabeam handpiece if packaging integrity is compromised. Non-sterile product may result in urinary tract infection or other complications. Prime the aquabeam handpiece with the scope tube tip fully advanced to shield the nozzle. Direct the tip of the aquabeam handpiece away from the patient or the user(s), towards fluid collection container. Failure to do so may result in user or patient injury. Section 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup retract the scope tube tip on the aquabeam handpiece to 1 inch (2.54 cm) in front of its fully proximal position. Hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedure, as the treating physician was retracting the aquabeam scope via the aquabeam handpiece scope carriage, the aquabeam handpiece scope tube tip detached from its welded joint. Although some resistance was encountered, the scope was retracted without exerting force. The aquabeam handpiece was replaced with a new one handpiece and the procedure was continued to successful completion. There were no adverse health consequences with the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.